Manufacturer narrative:
(B)(6). Information about patient age, weight, and medications were not provided. Complaint conclusion: the product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint could not be confirmed without return of the device for analysis, and a root cause could not be determined. Based on the information provided, advancing the device against resistance may have contributed to the kink. The instructions for use (IFU) instructs if unusual friction is noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw and examine the delivery catheter system. There is no evidence that the complaint was related to a design or manufacturing issue; therefore, no corrective or preventative actions will be taken. This is an initial/final MDR.

Event description:
During coil embolization of an internal carotid artery aneurysm, while advancing a deltaplush (cpl100201-30/g10614) in a non-codman microcatheter, the coil became stuck in the middle section of the microcatheter, and when the physician continued to advance the coil into the microcatheter, the device positioning unit (dpu) of the deltaplush appeared to be kinked. The report did not indicate where on the dpu the kink was located. There was no damage noted to the microcatheter. Both the deltaplush and the microcatheter were safely removed as a unit from the patient, and the coil was replaced for a new product (cpl100201-30, lot unknown) which could pass through the same microcatheter. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. The complaint product was new and had been stored per labeling instructions. The procedure was conducted in accordance with the IFU and a constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. No unintended detachment was observed in the aneurysm or in the microcatheter. It is unknown if the microcatheter was re-shaped or not. The complaint product is unavailable for evaluation. No additional information is available.